Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. Device was not in patient use. During the evaluation of the device at the manufacturer's service center, damage consistent with the unit being dropped was observed. The device's lcd screen was replaced to address the issue.